Event description:
Pt reported experiencing elevated blood glucose levels of 15.9 mmol/l (286 mg/dl) since (B)(6) 2011. Pt reported taking correction of 2.0 units of insulin via infusion device and after changing accessories but 2 hours later blood glucose level was 14.7 mmol/l (285 mg/dl). Pt's normal blood glucose level is 5.5-7.0 mmol/l (99-126 mg/dl). Pt reported then taking correction via pen; was successful. Pt stated blood glucose level is always too elevated; current basal rate is at 130%; but no success in bring blood glucose level down. Pt reported ketones were negative. Pt reported that on (B)(6) 2011, the infusion device displayed an e4 (occlusion) error message. Pt stated after changing the insulin cartridge, the infusion device displayed an e7 (electronic error) message. Pt reported going through the change the cartridge procedure after the e7 and then the infusion device was working okay. No further information is available. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.